Event description:
The customer reported that during use of this drill bit, the tip broke off in the patient's bone and was unable to be retrieved.

Manufacturer narrative:
This drill bit is labeled non-sterile, reusable and is made of stainless steel 455, astm a-564. It is not meant for implantation. Conmed linvatec is awaiting additional information regarding this event. To date, this device has not been received for evaluation. A follow-up report will be sent upon receipt of the device, and completion of an evaluation.